Manufacturer narrative:
The t:slim g4 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer reloaded a new cartridge successfully, but received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin; however, during the air removal step, the customer removed the insulin from out of the cartridge. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 105 mg/dl.